Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 127300 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "safety mechanism did not activate and stuck in the introducer needle housing. Product was used as a demo, no patient was harmed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "safety mechanism did not activate and stuck in the introducer needle housing. Product was used as a demo, no patient was harmed."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 127300 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "safety mechanism did not activate and stuck in the introducer needle housing. Product was used as a demo, no patient was harmed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the safety mechanism didn¿t activate was confirmed, but the cause could not be determined from the returned sample. The stylet and safety cap were returned for investigation without the needle. The safety mechanism was present within the drive adapter hub and was not activated over the stylet tip. The safety mechanism was grasped with forceps and pulled toward the stylet tip. The safety mechanism did not appear to be adhered to the drive adaptor hub or the stylet shaft. The safety mechanism was locked over the tip of the stylet without difficulty. While it was confirmed that the safety mechanism did not activate over the stylet, there were no distinguishing features which could aid in identification of a specific root cause. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "safety mechanism did not activate and stuck in the introducer needle housing. Product was used as a demo, no patient was harmed.".